Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. The customer stated that the insulin pump was squirting out insulin during the manual prime process. Troubleshooting was performed. The alarms had occurred when they were properly changing out the set. The customer's blood glucose level was 150 mg/dl. They also received a compromised force sensor system alarm and a motor error alarm. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker and cracked reservoir tube lip.